Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level less than 50 mg/dl after a dinner bolus. The customer consumed a banana and used a temporary basal rate of zero for a short period of time to address bg level. Reportedly, the customer did not know that the bolus was set to units instead of carbohydrates as they were mistakenly changed by the clinical diabetes educator (cde). The customer requested assistance from tandem technical support in turning the carbohydrates settings on. Tandem technical support assisted the customer with the requested changes to the settings.